Event description:
It was reported occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the blockage. There was no adverse impact to the customer¿s blood glucose level. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.